Event description:
It was reported that before activating the fiber, the physician observed the fiber beam emitting from the fiber end after 11,000 joules of use. A second fiber was opened, and the procedure was successfully completed. No stones were noted during the procedure. The fiber was cleaned during the procedure and confirmed to be in good condition prior to use. No patient injury was as a result of the end firing.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. The outer flow tubing open end exhibited minor scratch marks. Due to the observed glass cap distal fracture, the potential for forward firing exist. Based on the observed glass cap distal fracture on the distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that before activating the fiber, the physician observed the fiber beam emitting from the fiber end after 11,000 joules of use. A second fiber was opened, and the procedure was successfully completed. No stones were noted during the procedure. The fiber was cleaned during the procedure and confirmed to be in good condition prior to use. No patient injury was as a result of the end firing.